Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 51mg/dl at the time of incident and other value was 52 mg/dl. The customer was treated with food and glucose tablets for low blood glucose level. The customer declined troubleshooting for low blood glucose. Customer also stated that insulin pump received calibration not accepted alert and change sensor alert. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.